Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the trocar kept coming out of the eye during a vitrectomy procedure and after that the green rubber came off of the trocar. The product was replaced and the procedure was completed. There were no consequences for the patient.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. One opened hub/cannula assembly was received in a tray for evaluation. The returned sample was visually inspected and was found to be non-conforming with the hub and cannula separated. Adhesive was observed on the inner diameter (ID) of the hub and on the outer diameter (od) of the cannula. A visual inspection for damage to the blade and a dimensional inspection for width of the blade could not be performed as the blade was not returned. The trocar blade was not returned; therefore the root cause for the trocar coming out of the eye could not be determined from this evaluation. During assembly of the trocar product adhesive is dispensed at the cannula hub interface. The evaluation of the returned sample identified adhesive inside of the hub and outside of the cannula, therefore, how and when the trocar cannula and hub became separated cannot be determined from this evaluation and the root cause for this complaint is unknown. A potential contributing factor of the separation is manipulation during surgery. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. Assemblies are 100% inspected for adhesive application during assembly and are 10% inspected by trained operators for any damage to the trocar blade. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).